Manufacturer narrative:
D4. Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was old. The aus was explanted and replaced. No patient complications reported.